Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8731sc, serial (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2018, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient who was receiving 25 mg/ml morphine at 4 mg/day via an implantable pump for non-malignant pain and spinal stenosis. It was reported that a leaking spinal segment was seen on a dye study. The spinal segment was replaced with an 8598a. When the old segment was being removed, it broke at the distal tip and approximately 2 inches were retained in the intrathecal space. It was noted that the patient had reported strong sneezing fits due to a sinus infection in late january. The dye study was performed on an unknown date. It was unknown if the event was resolved, however the patient's status was noted to be "alive - no injury". No further issues were reported or anticipated.

Manufacturer narrative:
Product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2008, partially explanted: (B)(6) 2018, product type: catheter. Section 'device' information references the main component of the system. Other relevant device(s) are: product ID: 8731sc, serial #: (B)(4), ubd: 31-jul-2009, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a consumer. It was reported that the patient¿s catheter had broke on (B)(6) 2018 when she had to go to the hospital for 9 days because her blood pressure was 201 over 115.